Event description:
Meter name: one touch profile. Strip name: ni. Meter code: strip code: ni on both. Strip storage: ni. Symptoms: headache, blured vision. A pt reported they were told by the dr's nurse to call lifescan when the dr noted missing segments on the meter display and after they had informed the dr and nurse that they were guessing how much insulin to take for two months because of the display. No further info has been reported.